Event description:
A caller reported a malfunction with their insulin pump, displaying malfunction code malf 12, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. In the meantime, the customer continued using the current pump with the assistance of a mobile app to manage insulin bolus.